Manufacturer narrative:
B3 date of event was estimated since the event date was not reported.

Event description:
It was reported that the catheter issue occurred. The target lesion was located in the coronary artery. The opticross 6 hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter wrapped around the wire. The catheter and wire were taken out. The procedure was completed using an alternate method. No patient complications were reported.